Manufacturer narrative:
Product analysis summary: engineering agrees with pmv findings. Three units received; unit a is fully fired, units b and c are partially fired to the 3cm cut line. Units b or c exhibit excessive jaw gap, likely caused by firing the instrument over thick tissue and/or over an obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic colectomy, at the third firing, for the rest closure of insertion, the surgeon confirmed the device was on firing mode, then tried to fire, however could not. Replaced by 2 cartridges, however the same events occurred. The procedure was completed with another device. The status of the patient is no problem.